Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID fr99525 tissue valve, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that during a routine device change out procedure, insulation delamination was noted on the insulation of the right ventricular (rv) lead. The lead insulation was repaired and the lead remains in use. No patient complications have been reported asa result of this event.